Event description:
Information received on 5/7/2002 indicated that "the patient developed a groin infection 10 days post-op. Patient is continent. Infection is lateral in the left groin area. Patient will be on 3 week regimen of IV antibiotics." Additional information received 08/01/2002: sling was explanted several weeks after the course of antibiotics due to infection.